Manufacturer narrative:
It was determined that the inadvertent unlocking of the casters was due to the fact that the product was in use at the customer facility for three yrs longer than its expected design life. The extended use of the product caused excessive ware on the mechanical locking mechanism allowing it to become easily unlocked. Medical positioning, inc. Has determined in its risk file for this product that inadvertent brake release may result in a pt fall which could cause a brake. The risk mitigation for this potentially hazardous situation is to include a check of the caster locks as part of the annual preventive maintenance schedule noted in the owner's manual of medical positioning, inc. Products. Had the preventive maintenance schedule been completed at the user facility this hazardous situation could have been avoided.

Event description:
The customer owns an echobed model 1222 which was ten (10) yrs old, which is three (3) rs outside of it's seven (7) yr design life. The product utilizes a central braking (single pedal) system to lock the products casters (wheels). As the pt was leaning against the side of the table to get on it for the procedure, the brakes came unlocked and the bed rolled away from the pt. The pt temporarily lost his balance and his back made contact with the safety rail bracket causing a small contusion. In this case, the pt was able to regain his balance before falling all the way to the ground.